Event description:
Pt's g-tube was found in their bed with balloon deflated and their tube feeding was deposited in subcutaneous tissue. Unsure of how g-tube became deflated. Pt was very ill and died. Unlikely the g-tube dislodgement was a factor in their death, but wanted to report a potential defect in the g-tube.